Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.